Event description:
It was reported that the screen of the handheld programming computer was not responding. Further information was later received indicating that the screen was frozen. The computer¿s lock button was not engaged. A hard reset of the computer was run, and it appeared to solve the problem, but it was reported that the event is intermittent and it has happened repeatedly. The handheld computer and the software flashcard were returned to the manufacturer. Analysis of the devices is underway but it has not been completed to date.

Event description:
Analysis of the handheld computer was completed on 03/26/2015 and it found no anomalies associated with the device using the ac adapter or the main battery fully charged. Performance of the device according to functional specifications was confirmed. Analysis of the software flashcard was completed on 03/26/2015 and it confirmed proper performance of the device. No anomalies were identified during the flashcard analysis.